Manufacturer narrative:
Upon device return and inspection, no damages were observed on the device. A stuck guidewire was returned inside the device. An attempt to withdraw the inserted guidewire was made and it was unsuccessful. The catheter was dissected to further inspect the guidewire lumen damage. Upon dissection it was noted that the guidewire lumen was heavily kinked just outside the inner hypotube. Based on the product analysis the guidewire stuck and failure to deploy allegations were confirmed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave ablation catheter was selected for use. Near the end of the procedure, when they switched to the flower form, the guidewire got stuck. It did not get stuck when using the basket form. Upon external inspection, it was found that neither the basket nor the flower form could be deployed. The procedure was completed with original device without patient complications. The device has been returned.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave ablation catheter was selected for use. Near the end of the procedure, when they switched to the flower form, the guidewire got stuck. It did not get stuck when using the basket form. Upon external inspection, it was found that neither the basket nor the flower form could be deployed. The procedure was completed with original device without patient complications. The device has been returned and is pending analysis.